Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 01-sep-2017 a field service engineer (fse) removed the sample loader, cleaned the sensors, and cleaned the guide rails. The fse ran several patient racks and no errors occurred. The instrument was performing within specifications. A 13-month complaint history review was performed from 31-jul-2017 through 31-aug-2017 for serial number 14555712 for similar complaints. No similar complaints were found during this searched period. The g8 operator's manual states under chapter 6, troubleshooting, indicates the following: 710 z1-axis error an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. Error message 708 x1-axis occurs due to an operational error in the x1-axis. The operator is instructed to inspect the x1-axis. The probable cause of the reported issue was due to dirty guide rails.

Event description:
On (B)(6) 2017 a customer reported getting random 710 z1-axis error message and 708 x1-axis error message on g8 system while running patient samples. The customer was unable to run patient samples on hba1c. On (B)(6) 2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Device evaluation by manufacturer: fse (field service engineer) went on site on 06sep2017.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.